Manufacturer narrative:
(B) (4). (B) (4). There was no reported product deficiency. Thrombosis and transient ischemic attack (tia) are known potential adverse events associated with the use of carotid stents and embolic protection systems as stated in the emboshield nav6 instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Review of the device lot history record did not reveal any non-conformities which could have contributed to this event.

Event description:
Device issue: none. Adverse event: transient ischemic attack, thrombectomy. Onset of adverse event: during the procedure. It was reported that during the procedure in the left internal carotid artery, the patient experienced a transient ischemic attack with tongue deviation to the left, slurred speech, and right hand tingling that resolved in 15 minutes. Percutaneous thrombectomy was performed and there was no adverse patient sequelae. No additional information was provided.